Event description:
During balloon aortic valvuloplasty (bav) with a 25cm x 4mm edwards bav catheter in a tavr procedure, the balloon slid into the left ventricle. The balloon was repositioned and inflated again. After balloon removal, a pericardial effusion was noted on echo and the patient became hypotensive. The patient was stabilized with a drain and medication. A 29mm sapien xt was deployed, and post deployment, it was noted on echo that the exiting pericardial effusion was growing. The patient became hypotensive and was maintained with medicine while the left ventricle was repaired for a perforation suspected to be caused by the .035" amplatz extra stiff guidewire. The patient was stable post-procedure and returned to recovery. The perceived cause of the ventricular perforation was wire perforation of the left ventricle during bav.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, it is likely that the ventricular perforation was caused by the wire when the bav balloon slipped into the left ventricle. The ventricle was surgically repaired. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.